Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a device replacement due to eri, externalized conductors were observed via x-ray. The lead was capped and replaced on (B)(6) 2016. Patient condition was normal post surgery.